Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon implanted the intraocular lens (iol) into patient's operative eye, however, a tear in the optic was observed and the lens was removed and replaced with another lens of same model during the same procedure. The reporter stated the tear was most likely due to a loading issue, however, could not be confirmed. There was no harm to the patient and no intervention was required. The removed lens is not available for return. No further information provided.

Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. However, evaluation of the photo provided was done. This evaluation concluded that the suspected z9002 implanted iol showed a dark and irregular line, which does not include the edge of the lens, leaving a small amount of the lens intact. This observation may be compatible with the observation claimed by the customer that the iol lens tore. Nevertheless, the root cause and potential clinical implications can not be assessed from a picture assessment. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.